Event description:
The customer reported that the display is blank or extremely dim. The field service engineer (fse) found that the problem was the ventilator shut down and alarmed with data acquisition pcba adc reference failed and no problem with the display. The customer reported the unit was in use on patient, but there was no patient harm reported.